Manufacturer narrative:
It was reported by the patient¿s surgeon that surgery will be performed in (B)(6) 2019. The surgeon stated that the patient ¿has a birmingham tha (bhr cup and anthology stem)¿ which ¿has failed and needs to be revised.¿ as of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. A revision of a bhr left hip was reportedly performed on (B)(6) 2019, 8 years post implantation. No revision operative report has been received, however an MRI report documents: (B)(6) 2018 ¿ ¿large 14cm fluid collection in the left hip, most likely pseudotumour¿. Also elevated metal ions were noted from a laboratory report: (B)(6) 2018 ¿ chromium 4.75ng/ml (ref. <0.3) ¿ cobalt 14.12ng/ml (ref. <0.2). The clinical information provided, of the elevated metal ion levels and the pseudotumour may be consistent with a reaction to metal debris. However the source cannot be determined with the available documentation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported by the patient's surgeon that the implanted hip has failed and needs to be revised.